Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal orifice during an endoscopic ligation procedure to treat internal hemorrhoids with hemorrhage performed on (B)(6), 2023. During the procedure, the bands did not deploy off of the ligator. The adjacent ligature bands were misaligned when deploying and the device could not be deployed properly. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal orifice during an endoscopic ligation procedure to treat internal hemorrhoids with hemorrhage performed on (B)(4) 2023. During the procedure, the bands did not deploy off of the ligator. The adjacent ligature bands were misaligned when deploying and the device could not be deployed properly. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator housing only) was analyzed, and a visual evaluation noted that the ligator housing returned without bands attached, and but two detached bands were returned. The teeth and the suture hole of the ligator housing were in good condition. No visual problems were found on the returned component. Per media analysis, the photo showed where it was possible to observe two ligator housing, one with no bands attached, and three bands detached. This housing matched with the returned device. The were no visual problems found on the provided photos. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned component and per media analysis, there was no evidence of damage that could be associated with the reported event. In addition, the handle was not returned, so it was not possible to identify any problem with it. It is possible that the technique used, or patient's anatomical conditions could have contributed to the reported event; however, there is not enough objective evidence to determine that it occurs due to a device problem. Therefore, the most probable root cause of this complaint is no problem detected.